Event description:
Customer reported device reading were high. Customer was tested on doctor's device and confirmed high results. Values were not provided. Customer was admitted to the hosp by doctor. Customer was treated for hyperglycemia, observed for 2 days, and released. No controls were used. A request was made for return product and replacement product was sent.